Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with all bands attached, the ligator hosing teeth were bent, the suture was broken and there was evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the seven bands were still attached in the ligator housing, the ligator housing teeth were bent, and the suture was broken. Although the returned suture was broken, this condition is not considered a failure mode because this could have possibly occurred when the physician trying to remove the device from the scope. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient. A labeling review was performed and based on the information that the wire was connected first, and after the ligator shrink wrap was removed, the wire was tensioned indicating that the ligator shrink wrap was removed earlier in the setup process, this device was not used per the instructions for use (IFU)/product label. The IFU states "carefully remove shrink wrap by pulling marked tab such that ligator bands and threads are not disturbed" (which is one of the last steps of the preparation procedure). The removal of the ligator shrink wrap earlier in the process could have caused the inability of the device to deploy the band as this could have damaged the bands before the ligator housing was even secured in the scope and making the bands not deploy correctly or not deploy at all. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, it was noticed that the bands could no longer be deployed after the two bands were successfully used. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 21, 2024: the speedband superview super 7 was used in the esophagus during a gastric fundus varices tissue glue injection and esophageal varices ligation procedure. It was noted that no difficulty was experienced upon setting up the device. Note: it was reported that the "the wire was connected first, and after the ligator shrink wrap was removed, the wire was tensioned indicating that the ligator shrink wrap was removed earlier in the setup process; however, per the IFU, "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Block h6: imdrf device code: a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, it was noticed that the bands could no longer be deployed after the two bands were successfully used. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, it was noticed that the bands could no longer be deployed after the two bands were successfully used. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 21, 2024: the speedband superview super 7 was used in the esophagus during a gastric fundus varices tissue glue injection and esophageal varices ligation procedure. It was noted that no difficulty was experienced upon setting up the device. Note: it was reported that the "the wire was connected first, and after the ligator shrink wrap was removed, the wire was tensioned indicating that the ligator shrink wrap was removed earlier in the setup process; however, per the IFU, "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, it was noticed that the bands could no longer be deployed after the two bands were successfully used. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 21, 2024: the speedband superview super 7 was used in the esophagus during a gastric fundus varices tissue glue injection and esophageal varices ligation procedure. It was noted that no difficulty was experienced upon setting up the device. Note: it was reported that the "the wire was connected first, and after the ligator shrink wrap was removed, the wire was tensioned indicating that the ligator shrink wrap was removed earlier in the setup process; however, per the IFU, "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with all bands attached, the ligator hosing teeth were bent, the suture was broken and there was evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the seven bands were still attached in the ligator housing, the ligator housing teeth were bent, and the suture was broken. Although the returned suture was broken, this condition is not considered a failure mode because this could have possibly occurred when the physician trying to remove the device from the scope. A labeling review was performed and based on the information that the ligator shrink wrap was removed earlier in the setup process, this device was not used per the instructions for use (IFU)/product label. The IFU states "carefully remove shrink wrap by pulling marked tab such that ligator bands and threads are not disturbed" (which is one of the last steps of the preparation procedure). The removal of the ligator shrink wrap earlier in the process could have caused the inability of the device to deploy the band as this could have damaged the bands before the ligator housing was even secured in the scope and making the bands not deploy correctly or not deploy at all. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.